Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018 , the patient noticed their ins was depleting more quickly. They charged it to 100% on (B)(6) 2018 and by (B)(6) it was down to 50% charge. On (B)(6) , the patient woke up and their pain was bad. They found that the ins had turned off on its own. When they went to turn the ins on with their programmer, the ins would not turn on. The programmer displayed the poor communication screen and the recharger displayed the reposition antenna screen. It was noted that the patient had been charging the ins faithfully. They had spoken with a manufacturer representative (rep) on (B)(6), and the rep suggested they try resetting their recharger. On the call with patient services, it was reviewed that the ins may be in over discharge but the patient would need to see their doctor and/or a rep to have the device checked to confirm whether or not it was in over discharge. No further complications were reported or anticipated.